Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked case at a display window corner, minor scratches on the display and reservoir windows, and a stained end cap sticker.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that she had low blood glucose readings and has treated with juice. Customer's blood glucose reading at the time of the call was 135 mg/dl. Customer mentioned that they replaced the batteries and the insulin pump is working. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.